Manufacturer narrative:
Please note that the device was received. However, the engineering report is not yet available, but it will be submitted within 30 days upon receipt. With the receipt of the device by the decontamination site, the following was reported: "coil stretched, detached and included." A DHR and additional information are pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during retraction of the wire out of the vessel, the tip broke but did not detach. The tip was still hanging on a thread of the wire and could only be retrieved together with the sheath. There were no reported negative consequences to the patient. The target vessel was the anterior superficial femoral artery (sfa). The vessel condition was normally calcified. Attempts to gather further information were unsuccessful. One non-sterile pgw .018 sv short 180cm st was received coiled into a plastic bag. The core wire presented a fractured at the distal end. No other anomalies were observed. The core wire was inspected under a microscope and the damage was confirmed. The device was sent to sem analysis. Results showed that the core wire presented evidence of elongation and smearing. Stretching and/or pulling could be related to these surface characteristics. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product went through final inspection testing at lake region medical and was determined to be acceptable. The complaint reported by the customer as ¿distal tip- fractured¿ was confirmed due to the fractured condition upon receipt. The cause of the event experienced by the customer could not be conclusively determined. However, procedural factors, such as evidence of elongation and smearing, may have contributed to the reported event. According to the product instructions for use, users are warned to never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. With the information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the reported event. Neither the device history record nor the product analysis suggests that the event could be related to the guidewire design or manufacturing process; therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Please note that the gender of the patient is unknown. Please note that the initial reporter for complaint is dr. (B)(6). (B)(6). The device is reportedly available to be returned for analysis. However, the device has not yet been received. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during retraction of the wire out of the vessel, the tip broke but did not detach. The tip was still hanging on a thread of the wire and could only be retrieved in total together with the sheath. There were no negative consequences for the patient reported. The target vessel was the anterior superficial femoral artery (sfa). The vessel condition was normally calcified. Patient is fine. No further information is available.

Manufacturer narrative:
Please note that a device history record (DHR) review was has not yet been conducted, and it was inadvertently reported that it was conducted in the initial report. No other corrections to this report will be made at this time. A DHR and additional information are pending and will be submitted within 30 days upon receipt.